Manufacturer narrative:
Tech found the top of bed was not grounded. Isolated the problem to broken ground straps. Replaced the ground straps to resolve this issue.

Event description:
Found top of bed was not grounded. No injury reported.